Manufacturer narrative:
(B)(4). The explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the patient's ipg will not communicate with the remote control. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well post operatively.